Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "blood noted in helium tubing" . Additional information states that the iab was removed and not replaced due to the patient being stable without balloon pump therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "blood noted in helium tubing" is confirmed based on the attached photos. The product was not returned for investigation. In the photos, blood was noted in the inflation driveline tubing. Based on a review of the device history record (DHR), the product met specification upon release; however , specifications were not met due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "blood noted in helium tubing". Additional information states that the iab was removed and not replaced due to the patient being stable without balloon pump therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".